Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge fse replaced the safety disk and retested the unit. The iabp unit passed the leak test and all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
While the getinge field service engineer (fse) was onsite to evaluate the cardiosave intra-aortic balloon pump (iabp) in connection to a reported display issue, the fse observed that the iabp failed the safety disk leak test during safety checks. There was no patient involvement, thus no adverse event was reported. This report is related to mfg# 2249723-2018-00572.